Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The user reportedly was able to complete the motion calibration on-site and the issue was resolved. It was also reported that the reason for the imaging system prompting the user to calibrate motion was that the user shut the system down while in e-stop mode. The user was instructed that this is not best practice. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the imaging system door could not be opened. A message was displayed on the pendant stating "press 'm' to calibrate motion, or press door icon to open the door". The user was able to complete the motion calibration and the issue was resolved. There was no patient present when this issue was identified.